Event description:
It is reported that the pt was revised dur to pain, loosening, gapping and tilting with subsidence.

Manufacturer narrative:
This report will be amended when out investigation is complete.